Event description:
The pt called to report that pt used the suspect device to check the pt's blood glucose and obtained a result of 200mg/dl. The pt injected the pt's normal am dose of 70/30 insulin. About thirty minutes later the pt felt very weak and passed out. The pt came to and managed to call 911. The emt's took the pt to hosp and pt's blood glucose was measured at 60mg/gl in the ER. Pt was placed on an IV and heart monitor until pt was released. The ER dr thought pt may have hit a vein when injecting pt's insulin. No glucose controls were used on the suspect device system to check it's accuracy. The suspect device was replaced with new product and authorized for return to the MFR for eval.